Event description:
A report was received in 09/2002 that a dr had implanted a memorylens in a pt's right eye in 1999, which lens has opacified. The pt's visual acuity at exam in 2002 was 20/60 od. The dr is not planning on explanting the lens at this point in time.